Manufacturer narrative:
(B)(4). Pump received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer.

Event description:
"Information received by medtronic indicated that the reservoir lip ring was cracked and dented. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis."